Event description:
Boston scientific received information that the right atrial (ra) lead with another manufacturer's pulse generator exhibited noise, impedance issues, and loss of capture. Additional information indicated that the source of the noise was unknown. The pace lead impedance was confirmed to be low out of range when in bipolar configuration. Pacing was then reprogrammed to unipolar. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.